Event description:
It was reported that, during implant procedure and optimization the defibrillation threshold (dft) test was perform and it did not convert the rhythm with 65 j. The second attempt with 80 j exhibited the same result due to undersensing and oversensing and the system exhibited high shock impedances out of range. There was no device position improvement. After the implant procedure the shock impedance decrease with values within normal limits. The physician decided to program the device with the first attempt parameters. This s-ICD remains in service. No adverse patient effects were reported.